Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and another 2.50mm x 8mm nc emerge balloon catheter was advanced; however, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded and filled with solid contrast. The device was soaked in a warm water bath for two days. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed shaft damage located 24.6cm from the tip, numerous kinks in the hypotube and numerous kinks in the shaft. Inspection of the rest of the device found no other damage or defect with the returned device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and another 2.50mm x 8mm nc emerge balloon catheter was advanced; however, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.